Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a cardiac catheterization diagnostic procedure. Reportedly, the device was deployed, but hemostasis was not achieved. The site reported that the clip was at the distal end of the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The clip was not observed on the tube set. The analysis observed that the vessel locator wings were bent. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.